Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased escape and act buttons dome switch. No unlocked j2 lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind noise anomaly, low battery, no delivery alarm or unable to communicate to sensor simulator to verify calibration error alarm due to unresponsive button. The display functions properly and no dimmer or light dimmer anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. No cracked display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that insulin pump had a few malfunctions. Customer reported that battery was only lasting one to two days, insulin pump was squirting during priming, pump received excessive no delivery alarms, pump was noisy during rewind and buttons were difficult to press. Customer's blood glucose was 46 mg/dl which was treated with orange juice. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.